Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia followed by a low blood glucose after changing an infusion site, later discovering a bent cannula; education was provided on correct meal announcements, avoiding use of meal entries to correct high glucose, and troubleshooting insulin delivery, with instruction to call in for the next site change. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education regarding meal announcement practices and infusion site management. Investigation of this case revealed a bent cannula at the infusion site consistent with disrupted insulin delivery and inappropriate use of meal announcements as correction, which together plausibly contributed to the hyperglycemia and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that user technique and infusion set cannula malfunction were the most likely contributors.